Event description:
It was reported that the right ventricular (rv) lead exhibited a high threshold value and it was noted the low-voltage lead had shown high thresholds previously. The rv lead remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.